Event description:
Country of complaint: (B)(6). Thread continuously breaking.

Manufacturer narrative:
Manufacturing site evaluation: samples received: 8 unopened pouches. There are no previous complaints of this code batch. The (B)(4) units of this code batch were manufactured and distributed, there are no units in stock. We have received eight closed samples. Tightness test to the samples received has been performed and the units are tight. Knot pull tensile strength and needle attachment testing of the samples received was performed and the results fulfill the requirements of the OEM. As indicated in the note/precautionary measures from the instructions for use of the product: 'when working with safil suture materials great care should be taken to ensure that the use of surgical instruments, such as forceps and needle holders, do not cause the material to be damaged by being crushed or kinked." Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill OEM requirements. Corrective/preventive actions: not applicable.